Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd edta vacutainer tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap of the blood test tube suddenly fell off during blood drawing."

Event description:
It was reported when using the unspecified bd edta vacutainer tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap of the blood test tube suddenly fell off during blood drawing."

Manufacturer narrative:
H6: investigation: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. The complaint could not be confirmed and the root cause is undetermined.